Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. Based on the results of the investigation, it is possible that mishandling led to the malfunction. However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to MFR # 3011050570-2024¿00392. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during routine use of the in-house thulium laser in the operating room for a cystoscopy and laser lithotripsy, when the surgeon began activating the laser, it was not providing the power expected. The surgeon immediately noticed flame on the fiber and drape. The surgeon immediately stopped activating the laser, shouted fire and removed the drape from the patient. The team disconnected the fiber from the machine. A new fiber was obtained, and the case continued without incident. The procedure was completed with another fiber and there was no adverse patient/user impact. No treatment was provided, and no medical intervention was undertaken. No reports of serious deterioration in health nor any life-threatening conditions arose. There is no evidence that the patient developed a permanent disability or permanent damage that caused substantial disruption in ability to conduct normal life functions, and that additional medical or surgical intervention was required to preclude permanent impairment of a body function or damage to a body structure that is associated with the use of the olympus device. This event will be reassessed for potential change in reportability if further information is received.